Event description:
It was reported that t:slim x2 pump battery would not charge and had power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable, wall adapter, and working outlet, and pump began charging to full capacity while customer was on the line, so no further assistance was required and no replacement equipment was used.